Event description:
During use of decorticator #1, the cutting element tip broke off in the si joint. Suction was used in an attempt to retrieve the broken tip, but was unable to remove from the joint. The physician determined it was safe to leave the fragment in the patient.